Manufacturer narrative:
Block h2: correction: block b5 (describe event or problem) and block h6 (patient code). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned ligator housing had six bands attached to it, also one of them overlapped. The ligator housing teeth were found damaged. The handle had evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the ligator housing had six bands attached to it, also one of them overlapped. The ligator housing teeth were found damaged. It is possible that the technique used and the tortuosity during the procedure, could have caused or contributed to the observed difficulty to deploy and damage to the teeth. Based on all the available information, the most probable cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an eda and ligature procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the alloys did not fire, causing difficulty in the case and bleeding in the patient. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an eda and ligature procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the alloys did not fire, causing difficulty in the case and bleeding in the patient. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an eda and ligature procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the alloys did not fire, causing difficulty in the case and bleeding in the patient. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned ligator housing had six bands attached to it, also one of them overlapped. The ligator housing teeth were found damaged. The handle had evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the ligator housing had six bands attached to it, also one of them overlapped. The ligator housing teeth were found damaged. It is possible that the technique used and the tortuosity during the procedure, could have caused or contributed to the observed difficulty to deploy and damage to the teeth. A review of the device instructions for use (IFU) was completed, and it was confirmed that the event of hemorrhage minor is a known potential complication associated with use of the device and is noted as such in the device instructions for use (IFU). Based on all the available information, the most probable cause of this complaint is adverse event related to procedure.